Event description:
It was reported that during a kissing balloon technique in the lad/diagonal bifurcation, after the fourth inflation at 4 atm, the balloon would only partially deflate. After several negatives were pulled, the balloon was deflated enough to be removed from the pt. Reportedly, there was no pt injury.